Manufacturer narrative:
The aquabeam console was returned for investigation. Functional testing was able to reproduce an "e02 - console error" but not the reported "e03 - console error". During priming at 25%% and 50% power, continual "e02 - console error" messages were triggered and priming at 100% pump power produced no errors or issues. The console was then connected to an oscilloscope and the encoder was observed to have irregular signals; which may indicate a misaligned encoder wheel. The encoder disk was removed from the handpiece pressure pump and viewed under magnification. A layer of oil and debris particulates were observed on the encoder lens and sensor. Additionally, a minor gap was identified on the encoder wheel and was re-aligned. The console was re-tested and primed at 25%, 50%, and 100% pump power, which resulted in a pass; no e02 or e03 errors triggered during a 10 second interval of each pump power level. A review of the device history record (DHR) for serial number (B)(6) and the aquabeam console / lot number 19c00690 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A review of similar complaints confirmed seven (7) other similar events reported to procept. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5: system detected error and faults. E02 - console error. Release foot pedal and click x. If error persists, turn off and turn on console. E03 - console error. Release foot pedal and click x. If error persists, turn off and turn on console. The root cause of the encoder wheel gap and contamination have been determined to be due manufacturing related issues by a third party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure setup an "e03 - console error" message was generated by the aquabeam robotic system. The error message was cleared after multiple troubleshooting steps were performed; however, the event led to a procedure delay of over 20 minutes. The aquablation procedure was able to be completed. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
(B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.